Event description:
It was reported that this device triggered an alert for atrial intrinsic amplitude out of range. It was noted that the presenting rhythm showed an atrial arrhythmia with atrial undersensing. The atrial sensitivity was already programmed to max. No adverse patient effects were reported. The device remains implanted.